Event description:
The patient reportedly experienced loss of lock between the external equipment and the cochlear implant. External equipment was exchanged; but, the issue was not resolved. Device testing revealed abnormal device function. Surgery to explant the patient's device will be scheduled.